Event description:
During a cross over sfa stenting procedure the stent passed very easily to the lesio but at the time of the delivery, a high resistance was felt. It deployed on 2 to 3cm, and then the blue sheath of the delivery system was cut while disconnecting form the proximal part on which it is fixed. It was impossible neither to recapture the stent nor to expand it. It could at last be gradually recovered with the arrow sheath, except for the part already expanded for which the pulling back caused an important arterial vessel damage. It would seem that after the procedure, both doctors trying to understand the event, forced on the system involving a torsion of the delivery system. The pt was treated with 2 cordis stents. Pt status is ok.